Event description:
The therapeutic procedure (transurethral resection of bladder tumor) was completed with the same device. There was a minor delay of a couple of minutes. No additional treatment was required.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged loop could not be identified. It was unclear whether there was an undiscovered production defect or the damage to the product was caused when it was removed from the blister or when it was mounted in the resectoscope. The issue is addressed in the instructions for use (IFU): ¿bending the distal tip may damage the hf-resection electrode leading to sparkover between the hf-resection electrode and the telescope. There is a risk of electrical, mechanical and thermal injury and/or unintended nerve stimulation.¿ ¿never try to bend the distal tip of the hf-resection electrode.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated. The electrode was also returned with the hf-cable. The customer¿s allegation was confirmed due to the loop and forks being severely bent. The distal end loop was observed under a microscope and the loop had no signs of char marks or missing portions. The insulation on the deformed forks have no indications of melted or damaged insulation. The shaft appeared to be normal as no excessive kinks or bends were noticed. The proximal end appeared to be normal as no damages was present. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that when using a high-frequency resection electrode plasma loop, the fork tubes at the distal end of the electrode were bent. The event occurred prior to the intended procedure. There was no patient harm associated with the event.